Event description:
It was reported the pt was experiencing abdominal cramping and discomfort in recovery post implant. The pt was receiving effective stimulation. It was reported the cramping and discomfort subsided, but the pt had some numbness in the left leg. The physician decided to explant the system. It was reported the pt had been provided with antibiotics after the procedure. F/u on the pt status found the symptoms had resolved. It was reported the pt did not have any further complaints or complications.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.